Event description:
It was reported that the surgeon inserted an aa4204vf silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.